Event description:
On (B)(6) 2022 the patient had several lines placed, including two arterial lines in her bilateral groins. On (B)(6) 2022 at 0815 the patient's rn noted that the left femoral arterial line was bleeding. As the dressing was changed the rn discovered that the catheter of the arterial line had broken off and a portion remained in the patient's leg. Physicians used ultrasound to identify that a 13cm piece of the broken catheter was in the patient's groin. The patient was taken emergently to the or (operating room) for surgical removal of the broken catheter. The removal was completed without surgical complications and the patient has been cleared from a surgery standpoint. FDA safety report ID #(B)(4).